Event description:
Rayner intraocular lenses limited received notification from the us distributor that a us healthcare facility had reported an event that occurred during use of a c-flex 570c intraocular lens (iol). The event description provided states that the lens was implanted and explanted in the same surgery session.

Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner intraocular lenses limited. The event description provided to rayner by the distributor states that the c-flex 570c iol was removed during surgery on (B)(6) 2013. The reason for the iol's removal has not been specified by the reporter. The lot number of the iol provided by the healthcare facility does not correspond with a batch produced by rayner. Rayner is working with the distributor to obtain additional details on the surgery session in order to gain information and understanding on the events leading to the iol's removal. The distributor is liaising with the reporter to obtain additional information on the event. To date, no further information has been received. Without the ability to examine the device and without clear event details being provided a root cause is extremely difficult to ascertain.